Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.

Event description:
It was reported that while placing the bravo ph monitor the capsule did not attach to the patient's esophagus. The clinician noted that the trocar needle would not advance to attach. No serious injury to the patient was reported.